Event description:
A physicist reported that there was a misalignment of the transverse and longitudinal pairs of edges of the collimated radiation field. It was noted that the radiation field extended beyond the visible field of the image intensifier by more than the 4% of the sid allowed by the udrc. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Adjusted the image sizing and collimator centering. The system was tested and found to be working as intended and placed back into svc.